Event description:
It was reported that the bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced leakage at the luer connection which was noted after use. The following information was provided by the initial reporter: the joint oozes, no photos and real blood. Additional information: the incident happened right after the q-syte extension tube attached IV catheter before any insertion to the q-syte septum. Once the blood return from the vein, it went all the way to the septum and leaked out which should be blocked at the septum.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. (B)(6).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced leakage at the luer connection which was noted after use. The following information was provided by the initial reporter: the joint oozes, no photos and real blood. Additional information: the incident happened right after the q-syte extension tube attached IV catheter before any insertion to the q-syte septum. Once the blood return from the vein, it went all the way to the septum and leaked out which should be blocked at the septum.